Manufacturer narrative:
We received via (B)(4) a customer medwatch. Even although we do not believe the described situation constitute a reportable event, we use this medwatch form to explain our findings and share them. With regards to customer report (B)(4) sent to you by our customer on 7th november 2017 we would like to explain our position with regards to this complaint. We have reviewed previous complaints relating to this type of malfunction and could not establish a trend. From our contacts with the customer including service visits, we received indication that an in-house technician may have worked on the sterilizer in the past. We have not been able to find the root cause of the mal-alignment of the door. On (B)(6) we received a customer complaint where it was highlighted that the described issue with the device door occurred. Further analysis of the information showed that the customer's allegation is connected with the issue with the door closing and the customer's fears about impact on patient care. We reviewed all available information and our investigation shows the following: - the door did not close and many door adjustments have been performed - as described in the user manual for 833hc steam sterilizers (61301606100, rev. B us) the device's use cycle can only be started after the door is closed. - further the same user manual states: "the chamber door seals. If the door is not closed, an informational message (ce door open or re door open) displays in the bottom right field of the screen). - following to the risk analysis file for this device relating to "inadvertent operation with open door" we find that the risk of hazard has been mitigated by the software which will not initiate a use cycle while the door is opened. After this mitigation effectivity the general risk index decrease to the value of 5 out of [enter maximum score here] which means that the risk is acceptable and should be monitored through complaint handling. From our contacts with the customer we noted also that although the door did have some adjustment issues, the unit was never indicated to have been down for more than a day because of it. Also it was indicated there are back-up devices for the unit available to the customer that can be used if needed. Taking under consideration all above information we conclude that the issue raised is not safety related since the device design and the impossibility of the process starting when the door is not closed mitigates the risk for operator. There does not appear to be an impact on patient care due to the availability of back-up solutions on-site. Based on all collected information we found that this situation did not meet criteria of reportability, there wasn't any injury and we do not see a risk for the operator even if it were to reoccur. We hope to have clarified our position and plan to further engage with the customer to address their unfortunate but understandable irritation with the use of our product.

Event description:
On (B)(6) we received a customer complaint where it was highlighted that the issue with the device door occurred.